Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the tape does not stick and they have to use more, her skin also gets itchy when she has it on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).